Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a pacemaker had a syncopal episode in the past, and still on occasion felt like they were going to pass out. The field representative was calling in with review of the patient triggered monitor likely during one of these symptomatic periods. Review found sensor rate pacing in both the atrium and ventricle, and occasional cycles with pvc's (device marking as ventricular tachycardia) where the ventricular pace at sensor rate (vp-sr) probably doesn't capture and the next vp-sr fell into noise window of cross chamber blanking. It was not thought that this was would cause syncope, however could be felt by the patient. There were also cross chamber blips on both the atrial and ventricular channels, however were not being sensed by the device. Boston scientific technical services (ts) discussed programming optimizations. The device remains in-service. No additional adverse patient effects were reported.